Event description:
Device malfunction when trying to obtain blood. Blood would flow through tubing however when it reached the end point where the needle is, blood would not flow any further into lab tubes. I had to use a 10cc syringe in order to obtain blood. This happened with two needles.